Event description:
It was reported that the bed was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; follow-up will be submitted as necessary with investigation results.